Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual rise in shock impedance measurements to high out of range greater than 200 ohms. Today clinician took advantage of this patient being under anesthesia for an unrelated procedure, and delivered a commanded shock, and received an error message due to shock impedance measurement greater than 145 ohms. Technical services (ts) noted seven years ago, commanded shock was in the 80 ohms range and impedance measurements ranged between 150 to 180 ohms. Ts explained the lead cannot be relied upon to deliver therapy and recommended replacement. Physician to schedule lead revision. No adverse patient effects were reported. At this time, the lead remains in service.